Event description:
The customer reported that system is displaying a high ma error message. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable and performed a filament calibration. System operates as intended. (B)(4).